Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/05/2009,10/07/2009 and 10/09/2009 by phone, fax and mail. A completed questionaire was received on 10/14/2009. Medical records were received on 10/07/2009. (B) (4). (B) (4). (B) (4).